Event description:
Complainant alleged that while attempting to monitor a male patient in vital signs absent condition, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.